Manufacturer narrative:
The lead, which was returned severed into five segments, was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. The lead segments passed continuity testing. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. This likely resulted in the reported clinical observations.

Event description:
It was reported that this right ventricular lead exhibited low, out-of-range pacing impedance measurements. It was reported that impedances had been low for at least a year. Oversensed noise was present on all channels which led to the device recording untreated episodes. The noise was reproducible. Shock impedances were reportedly steady and within range. A technical services consultant suggested further evaluation and the field representative stated they would discuss the issue with the physician. No adverse patient effects were reported. Additional information was received indicating that this lead was explanted due to the previously reported impedance issues. Upon opening the pocket, the physician noted that the insulation on the rv lead was exposed. The physician believes this is due to the patient performing strenuous activity and noted this is the second time this had happened. The lead was replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited low, out-of-range pacing impedance measurements. It was reported that impedances had been low for at least a year. The noise was reproducible. Shock impedances were reportedly steady and within range. A technical services consultant suggested further evaluation and the field representative stated they would discuss the issue with the physician. No adverse patient effects were reported. This lead remains in service.